Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 568 mg/d at the time of incident. Customer also states that the she had feel very ill when she used to a blood glucose level was up to 600 mg/dl the customer was treated with insulin pump. The customer try to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.